Manufacturer narrative:
A supplemental MDR is being submitted for reference to manufacturer reports related to this case. The section of this report has been updated h10 (narrative/data). This report is one of five manufacturer reports being reported for this case. Please reference related mfg. Report numbers: 2015691-2021-01695, 2015691-2021-01704, 2015691-2021-01705 and 2015691-2021-01724.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on the pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively training by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, the exact cause for the coronary obstruction is unknown as limited information was provided in the article. However, per the article, the obstruction of coronary ostia was not caused by the valve skirt. The event may be related to patient factors not proved and/or procedural factors (device manipulation). There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Transcatheter aortic valve replacement with balloon-expandable valves: comparison of sapien 3 ultra versus sapien 3; t rheude, c pellegrini, j lutz - cardiovascular, 2020 - jacc.org.

Event description:
A single-center study was published in a european journal article, transcatheter aortic valve replacement with balloon-expandable valves, comparison of sapien 3 ultra versus sapien 3. The study was from january 2014 and january 2020 and included a total of 1,328 consecutive patients with severe aortic stenosis or degenerated bioprosthetic aortic valves undergoing tavr using the s3 or ultra valves. A total of 310 patients (155 ultra and 155 s3). All patients were discussed by the multidisciplinary heart team and determined to be eligible for transfemoral tavr. Data were acquired during routine visits at the outpatient clinic, review of hospital records, contact of primary care physician, or direct contact of the patients or their family members and collected in an institutional database. This complaint is for 2 cases of coronary obstruction observed in patients treated with ultra valve. Coronary angiography revealed coronary embolism of the right coronary artery in the middle segment (in one case) and the distal left main (in the other case). Consequently, obstruction of coronary ostia by the valve skirt could be excluded. Lesions were successfully treated with drug-related stent implantation.